Manufacturer narrative:
H.6. Investigation: customer returned (5) loose 3/10cc, 6mm syringes. Customer states that markings are off on the barrel, printings are not lined up. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 9070627. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200819499, 200818801, 200819730, 200819826, 200818692] noted for scratch print. There was one (1) notification [200818447] noted for ink rings. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31ga 6mm halfunit has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that the consumer stated that markings are off on the barrel, printings are not lined up. Verbatim: issue: parent of a consumer reported markings are off on the barrel, printings are not lined up. She stated she has to give her son 5.5 units of insulin in her sons tresiba, she can essentially draw 6.0 unit. Sample available incident date-unknown; occurrence- unknown; item# 324910; lot# 9070627; expiration date-03-31-2024.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31ga 6mm halfunit has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that the consumer stated that markings are off on the barrel, printings are not lined up. Verbatim: issue: parent of a consumer reported markings are off on the barrel, printings are not lined up. She stated she has to give her son 5.5 units of insulin in her sons tresiba, she can essentially draw 6.0 unit. Sample available incident date-unknown, occurrence- unknown, item# 324910, lot# 9070627; expiration date-03-31-2024.